Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified radial vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 10atm within 1 minute. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and there was no problem with the patient's condition post procedure.